Manufacturer narrative:
The ge representative conducted an onsite investigation. The generator interface board, fluoro functions board, and the interconnect cable were replaced. The service representative also repaired wires in the column. The system was tested and is now operating as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the 9900 system would x-ray when the button was not being pushed. No patient injury was reported.